Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient had a distal radius comminute fracture, and it was treated with a xlong variax volar plate. 11/2 week later the patient got a aculoc ular plate (the frature was not treated at the same time as the distal radius). At 6 weeks follow-up the surgeon says she could see that the variax plate bent a little at the distal part of the oval hole. On (B)(6) 2016 the patient falls again and the variax plate breaks at the oval hole.

Manufacturer narrative:
The reported incident for volar smartlock dr plate,standard,x-long that was alleged to implant breakage after surgery could be confirmed. Based on the investigation results the root cause was attributed to a patient related issue: the patient medical conditions likely contribute to a poor bone fixation and a poor bone quality for implantation. The patient has diabetes which is a negative factor in terms of bone quality and bone healing. The patient has overweight which results in more tension force over the implant. Additionally, the term pseudarthrosis and the need of a bone transplant might indicate that the bone quality was not appropriate. The xrays received show that: in the first intervention the middle screws are not implanted. This resulted in a not enough fixation of the fracture which allowed the movement of both bone fragments. This allowance of movement resulted in a plate bending that, with an impact like a fall, it resulted in its breakage. In the second intervention, the surgeon did implanted all the screws as the fractured needed more fixation. Nevertheless the bone quality is not adequate as the screws of the oblong hole and the one above do not tight the plate to the bone. This again results in bone displacement which leads in a plate bending but not as pronounced as the first time. In the first intervention 5 screws were not implanted. The 5 medial ones ,in contact with the fracture. This was likely due to this low quality of the bone as the surgeon tried to avoid implant them but as he saw that he needed more fixation he implanted them the second time. Nevertheless the screws are not able to tight the plate to the bone and maintain the fracture due to this low quality of the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient had a distal radius comminute fracture, and it was treated with a xlong variax volar plate. At 1½ week later the patient got a aculoc ular plate (the fracture was not treated at the same time as the distal radius). At 6 weeks follow-up the surgeon says she could see that the variax plate bent a little at the distal part of the oval hole. On (B)(6) 2016 the patient falls again and the variax plate breaks at the oval hole.